Event description:
Sales rep. Reported that valve was implanted with 120mm h2o pressure setting. Because the patient was not showing any improvement the pressure setting was changed to 100mm h2o and then to 70mm h2o. As the patient was still not feeling better, it was decided to revise the valve. When the valve was explanted the surgeon performed the manometer test and the pressure was 220mm h2o.

Manufacturer narrative:
Upon completion of the investigation it was noted that the complaint has been confirmed. The valve was tested for flow: an occlusion was noted on the returned device during the flow test that uses light syringe pressure to establish if any occlusions are present. Therefore, a fine syringe needle was inserted into the flow opening of the inlet valve housing, under the ruby ball and seat. The ruby ball was manually popped free from its stuck position using light force. Subsequently the valve was retested for pressure: the valve failed the pressure test again. A slight over drainage was noted during the pressure test but it was not likely to cause significant clinical effect for the patient. The valve was examined under microscope at appropriate magnification and it was dismantled; slight amount of biological debris was noted on the pressure control mechanism. The debris noted on the pressure control mechanism stuck the ruby ball on its seat. It was apparently the root cause of the occlusion noted on the valve. Review of the history device records confirmed the valve conformed to the specifications when released to stock in february 2006. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.